Manufacturer narrative:
Reported event: an event regarding an oily film observed on a unitrax modular endo head was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the event. The device was returned with an oily film on its articulating surface. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Nc was issued for the oily film observed on the articulating surface of the device. Further investigation was conducted and documented in the nc record. Upon device initial receipt, the divisional sterility team performed an evaluation of the product regarding the organic residual levels. The results did not exceed the acceptable limits. Nc was closed on (B)(6) 2016. Product surveillance will continue to monitor for trends.

Event description:
When unpacking a sterile unitrax head, plenty of tiny droplets was found on its surface. When smearing it out it created an oil film. Another unitrax head was used (without complaints) in the patient and the product was brought to the local stryker sales representative.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When unpacking a sterile unitrax head, plenty of tiny droplets was found on its surface. When smearing it out it created an oil film. Another unitrax head was used (without complaints) in the patient and the product was brought to the local stryker sales representative.